Event description:
Supplementary acif plate became detached from the acif cage during screw hole preparation. The 14mm straight awl was used with mallet causing the plate to delaminate off the cage. Prior construct replaced with a new construct. 3.5 screws were inserted and observed small fragment (pig-tail shaving) from the thread of the screws. Doctor removed the screws, prepped to hole with the awl, and replaced with 4.0 screws. No harm or injury to patient was reported. Potential cause can be attributed to nonconcentric awl hole with respect to the plate hole center. While inserting screws far off axis there is potential for multiple effects that can cause premature wear on screws and potential lifting of plate from vertebral placement .observations were made when starting screws in non-prepped locations, the screw had a tendency to skive off axis which lead to the screw interfering with the plate. Further test was performed to non-prepped holes with repeated results concluding hole prep is recommended prior to screw insertion. This event points to poor carpentry.